Event description:
Adverse event(s): "elevated iop" (intraocular pressure rise). Product problem(s): "residual product left in the eye" (no code available); "worse absorbing" (no code available). A surgeon reported that she observed it was more difficult to rinse the product from the pt's eye during surgery and it was "worse absorbing", causing an increase in the pt's intraocular pressure (iop). Add'l info was requested; however, the surgeon stated, she was not willing to give more info and said that the info provided to us was her observation and she does not consider this case as an incident.

Manufacturer narrative:
The device was not returned for eval. The reporter did not provide a lot number or any identification traceable to the mfg process. Add'l info was requested but not received. (B) (4).